Event description:
It was reported that during a sigma procedure, the distal donut was not correct. The cut line was not correct. The procedure was completed with add'l suture. It was confirmed that the surgeon had too much tissue in stapler. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.